Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. Customer's blood glucose level was 151 mg/dl. Customer stated that he was unable to exit the preparing to prime loop. Customer did not try to deliver a bolus while in the rewind/fill tubing process after sending the blood glucose level to the pump via a meter. Customer does not see the bolus delivery screen with 0.0u. Customer was able to press esc to escape to the status screen. Customer pressed act on the rewind complete screen and it looped back. Customer was advised to remove the battery. Customer was assisted with clearing the batt out limit alert. Customer received a compromised force sensor system alarm. Pump did not exit the rewind complete/bolus delivery loop and did not complete the fill tubing process successfully. Insulin pump will need to be replaced due to the alarm occurring when trying to prime after troubleshooting. No additional information provided.

Manufacturer narrative:
The compromised force sensor system error alarm occurred during the basic occlusion test due to cracked end cap. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.